Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results showed that four anvils were received. Anvil (a), (c) and (d) were received with the ancillary trocar inserted in the anvil. The ancillary trocars were noted to have the tips broken and scratched. Additionally the anvil breakaway washers were cut on the anvils; anvil (b) was received with the ancillary trocar inserted in the anvil. The trocar was noted to be broken and with scratches. The anvil breakaway washer was uncut. It could not be ascertained as to how the damage to the ancillary trocars occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. No batch record review could be performed as no lot number was provided

Event description:
It was reported that during a gastric bypass procedure, it was very hard to move the blue pin from the stapler. The same problem happened with four devices. Another device was used to complete the procedure. There were no adverse consequences for the patient.